Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2012 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, urinary/bowel problems. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tavh due to rectocele and symptomatic pelvic relaxation in the form of uterine cystocele.

Manufacturer narrative:
It was reported that patient underwent excision of mesh due to dyspareunia on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted concurrently with tvh and anterior and posterior repair due to sui, uterine cystocele and rectocle. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced severe abdominal pain, extremely painful intercourse, depression and emotional distress from lack of intimacy with spouse. The patient experienced erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.